Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that there was growth in the waste tubing and the waste bottle had a stripped fitting. The fse rebuilt the waste system and replaced the waste bottle. The fse then performed preventive maintenance and ran quality controls for multiple assays, all of which were within range. The cause of the discordant, falsely elevated troponin result was a malfunction of the waste system. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate, and the second rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.